Event description:
A report was received that during a revision to add a lead, the patient's original lead was displaying high impedances due to the inner wire of the lead being exposed through the outer sheath. The lead remains implanted in the patient.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.